Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event with recurrent lows, including a cgm nadir of 45 mg/dl and episodes lasting up to several hours, after the user stopped announcing meals regularly and frequently paused insulin on the ilet bionic pancreas. The user self-treated with three rounds of carbohydrates and used dexcom g7. Symptoms included hypoglycemia with dizziness, irritability, and muscle weakness. Outcomes included the need for unexpected medical intervention in the form of medication or carbohydrate treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information identified for a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.